Event description:
An attempt was made to use one euphora coronary balloon catheter to treat a moderately tortuous, mildly calcified lesion in the proximal left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force used during delivery. It was reported that the balloon burst, leak or the catheter leaked during the first balloon inflation. It was detailed that the balloon was positioned into place, and while inflating, it was seen to be leaking contrast. The patient became unstable at the time of the ballooning, and the reason is unknown. The patient was stable following the procedure. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. There was partial inflation of the balloon. The device was not moved or repositioned while inflated. The same inflation device was successfully used with other devices. The patient became unstable at the time of the ballooning and the patients blood pressure and heart rate lowered. The patient received a dopamine drip to treat the symptoms reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: excessive force was not used during delivery. The patient is alive with no further injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned to medtronic for evaluation. The device returned with balloon folds partially expanded. Kinks were evident to the hypotube. Blood was visible in the balloon. Deformation was evident to the distal tip. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal working length. The balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear and lead in-scratches were evident at the leak site. No other damage evident to the remainder of the device. Additional information: lot number information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: patient's gender medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.